Manufacturer narrative:
(B)(+). An actual sample was received and evaluated with visual inspection. Bd was able to confirm customer's indicated failure. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: root cause of the complaint is unknown. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the tube of the 21 g x .75 in bd vacutainer® winged safety push button blood collection set leaked blood. No serious injury or medical intervention reported.